Event description:
A report was received that the patient's ipg was depleting quickly. A bsn rep confirmed premature battery depletion. The patient is now scheduled for a revision to have the ipg replaced.